Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer was able to successfully load a cartridge after multiple attempts. Customer had elevated blood glucose levels (415 mg/dl), and large ketones. A manual injection was delivered to stabilize blood glucose levels. Contact indicted the customer has back up manual injections for continued insulin therapy.